Event description:
Upon review of some pt files, the physician observed some mode switch episodes ((B)(6) 2012) with a ventricular spontaneous rhythm around 1914 ms (below the programmed basic rate at 60 min-1). Additionally, "diagnosis assistance" feature suggested to the user to increase the sensitivity for better af detection. However, the corresponding histogram displayed was not consistent with the atrial autosensing histogram.

Manufacturer narrative:
December 21, 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.